Manufacturer narrative:
Device evaluation: the device was returned intact and functional with light yellowing and bubbles in the gel.

Event description:
Bilateral capsular contracture baker grade 3 left side.